Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been received. If further details or the device are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a gynecological procedure on an unknown date in (B)(6) 2020 and barbed suture was used. The suture broke before closure during use. The procedure was successfully completed. No reported patient consequences.